Manufacturer narrative:
User reported discrepancies between bg and sg readings. Escalation analysis indicated that there was some variability in the sensor values. Customer care recommended that the user re-link their sensor to allow the system to reinitialize and converge faster. Post-relink, the system was continuing to adjust after the user's insertion and they had seen continued improvement. Per dms review, the system was using the system with up-to-date information.

Event description:
On april 6th 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.